Event description:
It was reported that during a nephrostomy stent placement procedure, deployment difficuties occurred. While attempting to place a temp tip ureteral stent, the stent could not be detached from the delivery device or withdrawn over the guide wire. After several maneuvers the physician managed to detach the stent delivery device by pulling on the wire and stiffener, however this displaced the proximal end of the stent onto the perinephric fat outside the collecting system. The distal end of the stent was correctly located in the bladder. Attempts to snare or push the stent into place with a balloon were unsuccessful. A 8.5 fr locking pigtail nephrostomy tube inserted. A cystoscopy was required to pull the stent through 5 or 6cm so that the top end of the stent lied correctly in the renal pelvis. The patient status is fine.

Event description:
It was reported that during a nephrostomy stent placement procedure, deployment difficulties occurred. While attempting to place a temp tip ureteral stent, the stent could not be detached from the delivery device or withdrawn over the guide wire. After several maneuvers the physician managed to detach the stent delivery device by pulling on the wire and stiffener, however this displaced the proximal end of the stent onto the perinephric fat outside the collecting system. The distal end of the stent was correctly located in the bladder. Attempts to snare or push the stent into place with a balloon were unsuccessful. A 8.5 fr locking pigtail nephrostomy tube inserted. A cystoscopy was required to pull the stent through 5 or 6cm so that the top end of the stent lied correctly in the renal pelvis. The patient status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: received the extrusion of flexible stiffening cannula stretched and stuck on to a green guidewire together with stabilizer, 6fr accustick and original product label. Residue was present on the device to indicate use. The 8f ureteral stent device was not returned. From a visual evaluation, it was found that the flex cannula was stretched and broken. The hub/cap of the cannula was not returned indicating it had separated from the extrusion. The exact length or od could not be measured at this time due to condition of the cannula (extrusion being drawn out/stretched). Also, the coil wire of the guidewire was stretched out/unraveled. The guidewire could not be separated from the flex cannula during the evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors.(B)(4).